Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display and damage. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The customer¿s parent reported slipping and fell on the top of insulin pump and the screen is blank with lines running through it. The customer did not troubleshoot the issue. The customer's parent was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank solid white display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, cracked elect button keypad overlay, faded serial number label, and minor scratched lcd window.